Event description:
A potential product issue has been identified with our oncor expression linear accelerator. In the abundance of caution this issue is being reported. Txt-table moved uncommanded vertically and in a longitudinal direction. According to the information from the customer the txt-table moved up 20 cm. Additional information was provided by our customer service engineer as described below. There were two incidents within a short time: one incident of lateral movement and another incident of vertical movement. The vertical movement happened without anyone being logged in at rtt or console. Several persons of the clinical staff were in the treatment room for preparing a treatment. Suddenly the table moved without any command. Further investigation is required to determine any final corrective action.

Manufacturer narrative:
Preliminary risk assessment indicates. Severity: 3 (critical). There has been no mistreatment or injury reported. The unexpected table movement may cause an injury of the patient. Probability: c (remote). There are buttons installed for motion stop and emergency power off, which may be used to stop treatment and all movement. No other products are affected.